Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jun-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient with an implantable pump for non-malignant pain. It was reported that the caller stated that the communicator had stopped working with the handset since yesterday. The caller was not with the patient or equipment but stated that the charging port on the communicator was loose. Technical services suggested the caller have the patient call in with her equipment for further troubleshooting. The agent sent a request to replace the damaged port of the communicator.

Manufacturer narrative:
H3. Analysis of the tm90t0 communicator was completed 2026-jan-30 and upon visual observation it was observed that the top and bottom case were damaged, and the micro-usb charge port was loose and rattling. It was also found that the recharging circuitry was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.